Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported and healthcare professional confirmed a right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: one opening observed on anterior side assessed as surgical damage and observed a cracked valve seat diaphragm valve. Additional observations: ¿ creases were observed. ¿ a delamination partial of valve assessed as an adhesive failure.

Event description:
Patient reported and healthcare professional confirmed a right side deflation. Device has been explanted and replaced.